Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer blood glucose was 400 mg/dl at the time of incident. Customer current blood glucose was 246 mg/dl. Customer stated that the insulin pump had motor error alarms and drive support cap was normal. No further complications were reported. Troubleshooting successfully performed and the customer will discontinue to use the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.